Event description:
It was reported on (B)(6) 2015 that the patient is having a "huge" breakthrough in seizures. The physician said she thought the frequency was above baseline levels but also said, "but she is older now. A system diagnostics was performed and found normal impedance, dcdc = 1. The physician said she was not sure of the cause of the seizures, but said that she would just try increasing the settings a bit. The physician later reported that there is still no obvious cause for the increase in seizures, that there is no recurrent infection. The only intervention taken was to increase the vns settings. The physician indicated that the vns was not at end of service. The physician said it was too early to tell if the vns settings adjustment helped improve the patient¿s seizures, the patient is still having frequent seizures.